Manufacturer narrative:
Good faith effort attempts will be made to try and retrieve device return status. If additional information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the boston scientific field representative called technical services (ts) because the physician wanted to know why this insertable cardiac monitor (icm) had reached recommended replacement time (rrt) battery status earlier than expected. Ts requested boston scientific engineering to investigate. Engineering analysis of icm device data indicates the battery depleted in an accelerated and constant manner; the root cause is unknown. This icm device should be returned for a detailed analysis. Additional information was received indicating the icm device was explanted from the patient due to the reported issue. A new icm device was implanted as replacement. No adverse patient effects were reported. The explanted icm device has not been returned.